Manufacturer narrative:
Pump received with missing retainer ring. Unable to perform displacement test, occlusion test, dat test, or lock a test p-cap into the reservoir compartment due to missing retainer ring. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, and force sensor test. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. The electronic assemblies and motor assemblies were inspected and moisture damage found on pcb1. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, missing o-ring from reservoir tube, broken reservoir tube lip, detached retainer ring, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, label damage(serial number label faded), missing display window cover, corroded battery tube, and pillowing keypad overlay. Missing retainer ring confirmed during analysis. Pump could not complete full functional testing due to missing retainer ring however no under delivery anomalies noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer noticed the retainer ring was damaged . Customer experienced a hyperglycemia and insulin pump as treatment. Customer blood glucose level was over 423 mg/dl.  It was unknown about used of  insulin pump system within 48 hours of reported event. Troubleshooting was performed for cosmetic damage and customer confirmed the reservoir was not abled to lock with pump. It was unknown about of the minimed 670g/770g/780g system with the auto mode/smartguard feature actively at time of high blood glucose event. Customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.